Event description:
A report was received that the patient was explanted due to an infection. The patient's symptoms were swelling, redness, fluid build-up and the incision site was opening up at the pocket site. The patient was prescribed oral antibiotics. The physician doesn't believe that the infection is device or procedure related. The patient is doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection. The patient's symptoms were swelling, redness, fluid build-up and the incision site was opening up at the pocket site. The patient was prescribed oral antibiotics. The physician doesn't believe that the infection is device or procedure related. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-35, serial#: (B)(4), model description:scs phiii ext 35cm, model#:sc-2208-70, serial#: (B)(4), model description:st linear lead 70cm, model#:sc-2218-70, serial#: (B)(4), model description: enh st ld kit, sc-2218-70.